Event description:
It was reported that during a scheduled changeout procedure, this left ventricular (lv) lead was attempted due to loss of capture (loc) and high capture thresholds. No adverse patient effects were reported. At this time, it is unknown if this lead will return for analysis.